Manufacturer narrative:
This supplemental was filed to provide additional coding.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 45% to 13% in a span of 4 months. The device also emitted beep tones most likely to it reach elective replacement indicator (eri). A request was made to have data from this device analyzed however this was not possible due to the device cannot be interrogated. Patient at this moment is unprotected. Device replacement was recommended. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time as per patient request, this device will not be explanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental was filed to provide additional coding.

Event description:
It was reported that this patient's device is under advisory for premature battery depletion. The device has depleted from 43% to 15% battery after approximately twenty days. Remote analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service at this time. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population. This supplemental is being filed to provide additional coding.

Event description:
It was reported that this patient's device is under advisory for premature battery depletion. The device has depleted from 43% to 15% battery after approximately twenty days. Remote analysis was performed and premature battery depletion is suspected. Replacement was recommended, however the device remains in service at this time. No adverse events. Boston scientific has issued an advisory communication regarding a subset of subcutaneous implantable cardioverter defibrillators (s-icds) with an elevated rate of early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.